Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. The consumer reported that it was seldom, but they noticed that due to some movements that the patient made, it would shut off. This was due to the patient¿s body position. Once the body position was changed, it would come back on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they notified their healthcare provider about their issues. They first started experiencing their device shutting off/on over 6 months ago. The patient noted that their device would shut on/off when they stood up straight, bent over, or twisted. The patient has an appointment scheduled on the (B)(6) 2017 to address these issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.